Event description:
It was reported that the locking screw of the tibial block did not lock with the flange of the tibial base plate properly. The flange of the locking screw locked with the non-threaded area of the flange of the tibial baseplate. The surgeon tried to unlock the locking screw from the baseplate with the 1/8" hex drive. The tip of the hex driver was broken during unlocking. The tip of the driver was not remained in the pt and had already discarded. The surgeon decided to implant the block and the baseplate because their locking is tight.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.